Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Biomet recently received information from a retrospective data collection submitted by surgeon. Attempts to obtain additional information including product identity have been unsuccessful to date.

Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2005. Subsequently, a revision procedure was performed on (B) (6) 2006 due to loosening of the tibial component. The tibial tray and tibial bearing were removed. No further information is available.